Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 24 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.